Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that the patient experienced an unintentional disconnection of his driveline on two occasions. 1) in the morning of (B)(6) 2016 patient was moving in bed and dl (driveline) got disconnected. He quickly pushed the dl back into the controller. 2) in the night of (B)(4). 2016 at about 1:00pm dl got disconnected again. This time he was not able to put back the dl and patient started to feel dizzy. His wife reconnected the dl with the controller. She described the pump stopped approximately a minute while she tried to reconnect it. Patient was very worried about the dl connector. Patient was advised over the phone to secure the dl connector to the controller with a splint and tape. Patient was at site on (B)(6) 2016 to inspect the system and the dl looked fine. After removal of splint and tape, the dl connector was inspected thoroughly. A small amount of adhesive substance was found on the connector close to the front portion gap - the vad coordinator noted it could be from the tape. During the inspection the connector seemed to be clean. Movement test in axial direction of dl connector: the locking mechanism felt very sticky and hard to move. The dl connector was secure all the time during investigation. A disconnection was not possible. Internal investigation of the dl connector showed no contamination. Pins were clean but stickiness was felt on the outside part of the front portion of the dl connector. The locking mechanism was sticky. Deoxit was used to remove the stickiness from outside as well as the outside surface of the insertable portion of the dl connector. The patient tolerated the pump off time of about 30 seconds very well to clean the dl connector. Afterwards, the locking mechanism was moving freely again and huge difference from the day before as per the vad coordinator. Retest was secured and locked. The dl connector was satisfactory to patient.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation as it remained implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the vad disconnect alarms. On-site inspection of the driveline cable and connector revealed adhesive residues on the surface/in the gap of the driveline connector. In addition, the front portion/body of the driveline connector was hard to move. A service repair procedure performed to remove the sticky residue by usage of deoxit and to secure the locking mechanism was successful. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the reported event could not be replicated at the user facility and no damage was observed on driveline connector during inspection, the most likely root cause of the driveline cable disconnection can be attributed to a force exerted to the driveline while the patient was moving in bed causing the driveline connector to disconnect from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.